Event description:
Revision surgery - due to an infection in the right knee, the surgeon cleaned the knee and exchanged the insert.

Manufacturer narrative:
The root cause of the revision surgery on (B)(6) 2012 was due to an infection. The original surgery was performed on (B)(6) 2012, six days prior to the revision. There was no information submitted with this complaint regarding pre-existing conditions of the patient or activities. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history records for the posterior stabilized insert was examined. A review of the sterilization records show that the devices had received an adequate 25-40 kgy gamma radiation sterilization dose and was within their respective expiration dates at the time of the original surgery. A review of the implant device history records, product complaint report database, and sterilization records show that the reported components used in the original surgery met sterilization, design, and manufacturing requirements. Due to the short time between the original surgery and the revision, it is possible that the infection was acquired in the hospital ((B)(6)). It is also possible that the patient was not compliant with post surgical instructions. No information was submitted with regard to the severity of the infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that the infection was not the result of a product or manufacturing process defect.